Event description:
It was reported by the legal department that this male patient had a right knee revision. It was discovered that the plastic tibial insert of the defective optetrak logic total knee system implant had failed, resulting in synovitis due to polywear, persistent right knee effusion and bone reabsorption.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided. H6 component code corrected to liner.

Event description:
It was reported via legal documentation that approximately 56 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. Pain, swelling and effusions. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted failed right total knee replacement secondary to instability and polyethylene wear. Intraoperatively, the surgeon observed hypertrophic synovium and foreign body reaction tissue. The femoral component was noted as significantly loose and de-bonded from the cement mantle. The tibial tray was well fixed. The patella tracked well and was retained. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.